Event description:
Patient enrolled into the trial. Slow/no flow during procedure (diminished or absence of flow in a vessel which was previously documented to be patent with ante grade flow) reported. After post-dilation of stent, there was slow flow noted through left internal carotid artery (lica). An aspiration catheter was used to aspirate debris from the left ica. The spiderfx filter was full. Lesion noted distal ica, 80%; stented distal lca. Patient recovered without sequelae. Please reference MDR 2183870-2009-00063 for the spiderfx used in this procedure.